Manufacturer narrative:
The reported complaint of inappropriate atrial fibrillation (af) episodes documented were confirmed via merlin.net session records. Inappropriate af detections were not inhibited because the average p-wave amplitude is less than the minimal required value for p-wave detection. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardiac monitor (icm) was incorrectly identifying electrical events as atrial fibrillation. Programming changes were discussed, no intervention had been performed. The patient was stable throughout.